Event description:
It was reported that during an unk procedure, there was a malfunction with the scissors and an overheating of the instrument occurred. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.